Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead was returned stretched measuring 53.7 cm long. The helix extends and retracts but not within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right atrial (ra) lead, the operator unscrewed the helix on the table and the screw was already out at 3 turns. Afterwards, it took 10 turns until the helix was back in but the lead always got stuck. It was also noted that the sensing values were fluctuating. Ra lead was however implanted but it dislodgment in the afternoon after the implant. During the replacement procedure, same helix issue was observed with the second, new right atrial (ra) lead. It was noted that the with the 4th rotation, the helix made a jump and then from the 5th to the 10th rotation there was no reaction. New ra led was never implanted and was replaced. Third ra lead was implanted successfully. No patient complications have been reported as a result of this event.